Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sciatica since 2015. Concomitant products included ibuprofen (excedrin ib). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping"), urticaria ("recurrent urticaria"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection type: bacterial vaginitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, abdominal pain lower and urticaria had not resolved and the vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: continues to experience these symptoms been advised by physicians her only option to relieve her symptoms is removal of essure via hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-apr-2018: reporters added and updated patient demographics. Concomitant disease and concomitant drugs were updated. On (B)(6) 2009, she implanted essure (previously reported as (B)(6) 2009). Added events abnormal bleeding (vaginal, menorrhagia), infection type: bacterial vaginitis, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, bloating, hair loss. Updated event seriousness. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.